Event description:
Please perform a general revision for the device; the medstream control unit doesn¿t detect the pump.

Manufacturer narrative:
Upon completion of invesigation a follow up report will be filed. Device is under investigation.

Manufacturer narrative:
The control unit s/n# (B)(4) was returned for investigation. The control unit was verified on receipt and it was confirmed an issue with the communication between the cu and the pump test. The root cause of the defect reported by the customer was identified to be an abnormal setting of the fsk demodulator circuit (pll) of the control unit pcb1. The device will be repaired and returned to the customer free of charge. The cu was then to the supplier for additional investigation on may 19th 2014. A measurement of the data demodulation signal was performed. The pll output signal was measured at 20.86% (instead of 50% +/-1), given an input fsk signal modulated at 50%. Based on the supplier investigation, the complaint was confirmed. A DHR review was performed for the cu 91-4205 s/n: (B)(4) (lot: cmjcdb), and no discrepancies were observed during the incoming inspection process. The lot was released on july 18th 2011. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
A follow up is being created to add the additional information below to this event description as new information was received: (B)(6) 2014 (B)(6), I have just checked the complaint description. ¿please perform a general revision for the device; the medstream control unit doesn¿t detect the pump.¿ the ¿general revision of the device¿ meant a general service of the control unit (called device in the description). The complaint was confirmed, and matched with the issue reported. A communication issue was confirmed on the control unit. (B)(6)

Event description:
A follow up is being created to add the additional information below to this event description as new information was received: (B)(6) 2014 (B)(6), I have just checked the complaint description. "Please perform a general revision for the device; the medstream control unit doesn't detect the pump." The "general revision of the device" meant a general service of the control unit (called device in the description). The complaint was confirmed, and matched with the issue reported. A communication issue was confirmed on the control unit. (B)(6)